Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) struck the 5f non-cordis sheath hemostasis valve, causing it to split, while the user attempted to advance the mynx control vcd through the 5f non-cordis sheath. As a result, it became difficult to fully insert the device. Hemostasis was achieved using another unknown mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The device was inspected prior to use, and no anomalies were noted. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including confirmation of the 30¿45 degree insertion angle, and the vessel diameter was verified to be greater than or equal to 5 mm. Mild vessel tortuosity was noted, with no presence of calcium near the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: per the product evaluation, the sealant was slightly exposed but remained mounted on the unit¿s delivery shaft.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) struck the 5f non-cordis sheath hemostasis valve, causing it to split, while the user attempted to advance the mynx control vcd through the 5f non-cordis sheath. As a result, it became difficult to fully insert the device. Hemostasis was achieved using another unknown mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The device was inspected prior to use, and no anomalies were noted. A 5f non-cordis sheath was used. The femoral arterys suitability was verified on angiography, including confirmation of the 30¿45 degree insertion angle, and the vessel diameter was verified to be greater than or equal to 5 mm. Mild vessel tortuosity was noted, with no presence of calcium near the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that button 1 and button 2 were both not depressed. The stopcock was found in the open position, and a cordis mynx syringe was returned detached from the unit. The sealant was slightly exposed but remained mounted on the unit¿s delivery shaft. The sealant sleeves exhibited a frayed/split/torn condition. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no signs of damage or abnormality. No additional anomalies were identified during this analysis. A dimensional analysis to measure the slit in the sealant sleeves could not be executed due to the sealant sleeves being noted as frayed/split/torn. Additionally, the catheter working length was verified and found to be within the defined parameter. A simulated deployment test evaluation to ensure functionality was performed. The unit functioned as intended, deploying the sealant and retracting the balloon accordingly. After aligning the tension indicator by pulling the distal tip in the instructed direction, button 1 and button 2 were depressed in sequence as per use instructions, a high magnification evaluation was conducted to assess the sealant and sealant sleeves. During this analysis, the sealant was observed to be slightly exposed, and the sealant sleeves exhibited a frayed/split/torn condition. The reported event of ¿sealant sleeves (cartridge assembly) frayed/split/torn and mynx control system deployment difficulty premature¿ was observed through analysis of the returned device since the sealant sleeves were found to be split and the sealant was partially exposed. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, prepping/procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.